Event description:
Removal of endosseous dental implant. Implant was placed in site #8 in class ii bone during a routine procedure using freeze-dried bone for augmentation. It was removed 5 weeks post-op, at which time there was bleeding and swelling in the area. The clinician reports that the failure may be due to pressure placed on the implant from a temporary appliance, inadequate bone surrounding the implant and possible infective granulation tissue in the socket.